Event description:
Customer reports a fiber leak on unknown reuse number at the onset of treatment noted by visible blood in the dialysate lines and confirmed by hemastix. Estimated blood loss was 200cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.